Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the right lead was explanted and replaced. Reportedly, the issue resolved post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01864. It was reported that the patient's left lead showed high impedances on 5 of the 8 contacts. In turn, the surgical intervention may occur to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.